Manufacturer narrative:
This is deemed as a MDR reportable event as the hcw was sent to emergency room for compliance with the clinic's post exposure protocol. Thus, we are submitting this medwatch. Based on jmsna's e-mail dated (B)(4)-2010, the patient is a low risk on infectious diseases. Based on the information gathered by jmsna, we believed that this might be related to end-user's usage method of the product. The hcw stated that he did not identify any visible defect with the needle.

Event description:
Facility reported: employee pulled fistula needle post hemodialysis (hd) but needle safety device did not fully engage and needle was exposed. Employee suffered needle stick injury. Health care worker (hcw) information: (B)(6).